Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.the batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product not returned for analysis.

Event description:
(B) (6) - peripheral cutting balloon registryit was reported, in (B) (6) 2004, the patient underwent treatment for the peripheral cutting balloon device for one lesion in the avf efferent vein. The denovo target lesion was non-tortuous, without calcification. Lesion morphology was tight concentric stenosis. Reference vessel diameter was 5mm by 18mm in length with 80% stenosis pre-treatment and 0% stenosis post-treatment. No pain was perceived during the procedure. Follow up visits in (B) (6) 2004, (B) (6) 2005. Follow up visit in (B) (6) 2005 indicated restenosis had occurred with conventional angioplasty of the target vessel in (B) (6) 2005.